Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance, pain and headaches with the device resulting in the decision to explant the internal magnet (date not reported).